Event description:
Heyer-schulte saline implants with 20 mg of solumedrol placed in each implant. Rptr has been so sick for the last 20 years. Today rptr believes more than ever that it is because of the saline implants that they have inside of them. Rptr has had tons of neurological problems, including blurred and double vision, memory loss, numbness, tingling, burning, itching, dry eyes and dry mouth, slurred speech, difficulty processing information, loss of balance, and the list goes on and on. Ms type symptoms, chronic fatigue, and pain, peripheral neuropathy, tia-type symptoms, headaches, flu-like symptoms all of the time. Rptr is working on having these toxic things removed from body. After the path dept here examines them rptr will send them for dr to do report. The FDA is welcome to them after that but rptr wants them back when everyone is finished with them.